Manufacturer narrative:
This device remains implanted thus no analysis will be conducted. Should additional informaiton become availbel this evnet will be updated.

Manufacturer narrative:
Subsequently, a disk was sent to engineers for analysis. Based on longevity calculations and using the settings derived from the patient data disk. The results indicate that this device is depleting normally. At this time no additional information is available, should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up of this cardiac resynchronization therapy defibrillator (crt-d) it was noted that the device had triggered middle of life 2 (mol2) while at a previous follow up about six months earlier the device battery status was at beginning of life (bol). Premature battery depletion was suspected and a normal follow has been scheduled. No adverse patient effects were reported.